Event description:
The user experienced issues with calcium calibration and qc since 2009, and was unsure if any pt samples were affected. She stated pts were recovering higher than their normal range of 8.6-10.2 mg per dl, and that their doctors had mentioned possible concerns about calcium results. They had mentioned they have had more samples lately that were 0.2 mg per dl lower or higher than expected based on what their pt population typically runs. No actual pt results were provided. As part of troubleshooting the issue, the user ran normal control material and recovered 7.9 mg per dl. The assayed range is 6.94-8.86 with a mean of 7.9 mg per dl. The user then ran the same control with a 1:1 dilution and recovered 4.0 mg per dl. The user ran abnormal control and recovered 11.4 mg per dl. The assayed range is 11.8-14.8 with a mean of 13.3 mg per dl. She then ran the same control with a 1:1 dilution and recovered 6.1 mg per dl. The user ran the calibrator material as a pt and recovered 9.8 mg per dl. The assigned value is 2.70 mmol per l or 10.8 mg per dl. She requested an instrument dilution rerun on the calibrator material and the analyzer recovered a final result of 10.3 mg per dl. She then ran the same calibrator material with a 1:1 dilution and recovered 5.0 mg per dl.

Manufacturer narrative:
The field service rep determined the cause to be possible reagent contamination or bad controls. He replaced the reagents and controls and the photometer lamp. To verify the analyzer performance he performed an accuracy check, calibration, and qc with results within range. He also performed an absorbance photometer check and air and water calibration with results within range.